Manufacturer narrative:
The device was discarded by the end-user and not returned to the manufacturer; therefore an investigation on the suspect device cannot be accomplished. The DHR/lhr, device history record/lot history record, review for catalog number 1700-005, lot number 1006301, has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. A twenty-four (24) month review of customer complaint history for cleartrace ECG family causing skin irritations has shown ten (10) similar complaints including this event. None of these complaints were related to manufacturing issues. There could be a multiple of possible causes for this complaint. One possible cause could be insufficient skin preparation. The patient survey stated that the end-user did not prepare the skin prior to ECG electrode placement. The IFU, instructions for use, state, "for oily skin, cleanse with alcohol pad and let dry completely before applying electrode. Prepare site with a brisk, dry rub. Avoid damage or abrasion of skin surface." The patient survey also stated that the patient kept the electrodes on while showering/bathing. It is possible that the patient had solvents under the electrode site such as skin soap that could have caused the irritation. The IFU specifies that "the electrode site should be dry before electrode application. Trapped solvents can cause skin irritation and loss of adhesion." Storage conditions can also affect the gel of the ECG electrodes which may be another possible cause of this complaint. The IFU tells the user to, "avoid storage of electrodes where they may be subject to excessive heat or cold. Electrodes should be stored in unopened pouches at room temperature." Furthermore, allergic reaction to gel component or adhesive could be another possible cause for this failure mode. The root cause of the complaint cannot be conclusively determined at this time; especially without examination of the product. Biocompatibility documents note that all skin contact substances were tested and are considered biocompatible for their intended use. Electrodes were tested for cytotoxicity, and, sensitization and irritation through iso testing; therefore, the likelihood of reaction due to manufacturing related issues is relatively low. Manufacturing defects were not identified within the evaluation; therefore, no corrective action is recommended at this time. Conmed is considering this complaint closed.

Manufacturer narrative:
The device is not being returned to the manufacturer. When a quality engineering evaluation is completed, a supplemental report will be filed. Not returned to manufacturer.

Event description:
It was reported, " patient complaint that involved conmed electrodes in conjunction with the act iii sensor. The patient's father called to report electrode skin irritation from the electrodes. The patient has redness, itching, burning sensation ( not due to heat or shock), blistering and fluid discharge." The monitoring enrollment period started for the patient on (B)(6) 2011 and to continue through (B)(6) 2011. (B)(6), conducted a patient interview on (B)(6) 2011. In the interview the skin irritation reaction started three (3) days into the monitoring service. In the interview the patient reported that they had light, sensitive skin. It was also stated that the skin irritation occurred under all utilized electrodes. The irritation first started three (3) days into the cardiac monitoring period. The irritation was approximately the size of a dime and there were "rings" on the skin. The patient was seen in the emergency room and a physician advised the patient's father to apply hydrocortisone cream on the affected areas. Patient was provided alternate electrodes to continue remote cardiac monitoring at home.